Manufacturer narrative:
(B)(4).

Event description:
It was reported that the insert disassociated after a traumatic injury. A revision surgery has been scheduled but not yet performed.

Manufacturer narrative:
(B)(4). It was communicated that the affected product is not available for evaluation. This complaint reported a disassociation of a legion insert due to traumatic injury. A review of the device history record did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Without the return of the actual product involved, our investigation cannot proceed. At this time, we have no reason to suspect that the product failed to meet any product specifications. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that the revision surgery was performed on (B)(6) 2015.